Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) one day post-implant and was later found to be dislodged. A revision procedure was performed wherein the lead was repositioned with good measurements. No adverse patient effects were reported.